Manufacturer narrative:
The tech adjusted and tightened the hardware for the siderail latching mechanism to repair the bed.

Event description:
Info received indicates the left foot siderail is not latching.